Event description:
Physician reported, ruptured device. The device been explanted and replaced with a non-allergan device. This record relates to the right side.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, one opening on radius side assessed, as surgical damage. Anxiety-product/procedure: unable to observe, as it is a medical event. That is not related to the device. Pain: unable to observe, as it is a medical event. That is not related to the device. Visibility/palpability: unable to observe, as it is a medical event. That is not related to the device. Additional observations: red particles on the shell are observed.

Manufacturer narrative:
Visual analysis of the photographs identified: through the photos provided, it is not possible to determine the lot number and catalog observed rupture in the device. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Refer to ps-qp-onev-115717:covid-19 quality plan - complaint handling. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician reported ruptured device. The device been explanted and replaced with a non-allergan device. This record relates to the right side.